Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: h6 component code. Visual examination of the returned product identified the device shows wear from previous uses. Indentations to the strike plate, handle body, and lever are present. Strike plate is fractured off the device and was returned. T-handle was not returned with the device. The device otherwise visually conforms to the print. No other damage was noted. Device has an approximate field age of 12 years. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h4. The following sections were corrected: d4 lot. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that the impaction plate broke off the broach handle during broaching. Another device was available to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.